Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that buttons are none functional sometimes. Customer stated buttons needs extra push to work. Customer's blood glucose was 21.3 mmol/l. No further information provided.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.